Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
The patient reported to the physician that shocks were delivered from their device. The physician instructed the patient to send a manual transmission using their remote monitor. The transmission was successfully sent and indicated that there was no shock delivered. It was discovered two months later at an outpatient device check that the device had indeed shocked the patient. It was determined that the transmission failed to show this data because there was a non-sustained tachycardia episode in progress at the time of transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report.